Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to high readings.

Event description:
It was reported that the customer's blood glucose level was 82 mg/dl and his sensor glucose level was 71 mg/dl. The customer stated he had received calibration errors from his sensor, and his insulin pump incorrectly went into threshold suspend. The product was returned. Nothing further was reported.